Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl and that they had multiple infusion sets with bent canulas. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections. The customer¿s blood glucose level was 400 mg/dl at the time of the call. The customer did not provide information on events leading up to the incident. It is unknown if the insulin pump was in automode at the time of the incident. Troubleshooting was performed and a complete reservoir and infusion set change resolved the issue. The insulin pump will not be returned for analysis.